Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58z1k. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with two ecr45g cartridge reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired, with six double drivers and one single driver out of position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic low rectal resection, could not fire with two ecr45gs. The customer suspect it is low battery issue. Another device was used to complete the surgery. There were no adverse consequences to the patient.